Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in to report that the insulin compartment smelled of insulin and four reservoirs have been leaking from four different lot numbers. The customer's blood glucose level is 169 mg/dl. The customer stated that the leak occurred in the bottom of the reservoir compartment. The customer also stated that the reservoir was used. During troubleshooting it was found that the leak was past the second o-ring. We advised the customer of proper filling of the reservoir and that we would like to return the reservoir for analysis. No further information was reported.